Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2014-06168 and 2134265-2014-06169. It was further reported that in (B)(6) 2013, the patient presented due to unstable angina. The 1st right posterolateral (rpl) branch and the right posterior descending artery (r-pda) were treated with placement of 2.5 mm x 12 mm promus element plus drug eluting stents respectively. It was also further reported, that at the time of the event in (B)(6) 2014, the patient presented to an outside facility with substernal chest pain and was treated with aspirin and nitroglycerin for acute coronary syndrome (acs). The following day, the patient was transferred to the enrolling site for further evaluation and possible intervention.

Event description:
(B)(4). It was reported that chest pain, in-stent restenosis (isr) and myocardial infarction (mi) occurred. In (B)(6) 2012, the patient presented due to unstable angina and cardiac catheterization was recommended. Subsequently coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the 1st right posterolateral (rpl) with 90% stenosis and was 25 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 mm x 28 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. In (B)(6) 2012, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with substernal chest pain and was diagnosed with non st elevation mycardial infarction (nstemi). The patient was hospitalized the following day. Cardiac enzyme levels were noted to be elevated but did not meet protocol definition of mi (peak ck total=143 iu/l, uln=397 iu/l, peak ck-mb=17.2 ng/ml uln=6.3 ng/ml, peak troponin I=2.65 ng/ml, uln=0.50 ng/ml). Electrocardiogram (ECG) also showed normal sinus rhythm. Coronary angiography was performed and revealed 90% eccentric isr within the previously placed study stent in the 1st rpl and 99% isr (the site reported as stent thrombosis) of a previously placed unspecified stent in the posterior descending artery (pda). The patient was referred for cardiac catheterization. The 99% isr in the right pda was treated with pre-dilatation and placement of a 2.5 mm x 12 mm promus premier stent and the 90% isr in the 1st rpl was treated by balloon angioplasty. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.